Manufacturer narrative:
A steris service technician inspected the unit. After examining and testing the wall control he discovered that the power supply was overheating. A short in the power supply caused the unit to overheat, which caused a capacitor on the circuit board to fail. There was no evidence of an open flame. The unit was repaired by replacing the power box assembly. It was tested and has been turned back over to the customer. The wall control for the lighting system is mounted on the wall away from the operative site and is positioned five (5) feet above the finished floor surface to comply with (B) (6) and local code requirements. The risk of fire or any other incendiary event is minimal in this type of situation. The wall control is located outside of the area that would constitute an oxygen rich environment. The installation instructions for the proper placement of the wall control (page 7-1) includes instructions for the wall control to be located at least five feet above the finished floor surface, in accordance with (B) (6) and local code requirements for the use of flammable anesthetics.

Event description:
The facility reported that during the final stages of a procedure, the light was hot and smoke was coming out of the control box.